Manufacturer narrative:
The reported event of stretched helix was confirmed. Visual inspection noted the helix length was out of specifications, consistent with having occurred during procedure. Further analysis and longevity assessment were normal with no other anomalies found. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the patient in clinic for initial implant procedure on 9 jan 2026. As soon as the right ventricular (rv) leadless pacemaker (lp) entered tether mode, it was noted via imaging that the rvlp became dislodged, and its helix was found to be stretched. The rvlp was not implanted, and an alternate near at hand was implanted instead. Patient condition was stable.

Event description:
It was reported that the patient in clinic for initial implant procedure on (B)(6) 2026. As soon as the right ventricular (rv) leadless pacemaker (lp) entered tether mode, it was noted via imaging that the rvlp exhibited positioning failure and slipped out of position, with its helix stretched. The rvlp was not implanted, and an alternate near at hand was implanted instead. Patient condition was stable.